Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer reported experiencing fill resistance issues with several cartridges. Customer's blood glucose level was not impacted by the event. Customer changed out all supplies and resumed insulin delivery.